Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to know whether the symptoms persist; customer feels well is no longer experiencing symptoms; customer is comfortable with the new replacement glucose readings.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 331,279 and 297mg/dl. The customer's expected fasting blood glucose test result range is 130 to 140mg/dl. The customer reported symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 333 and 357mg/dl. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer takes the blood glucose test fasting in the mornings and in the afternoon. The customer has not had any changes in the diet or exercise.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to know whether the symptoms persist;customer feels well is no longer experiencing symptoms;customer is comfortable with the new replacement glucose readings. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 331,279 and 297mg/dl. The customer's expected fasting blood glucose test result range is 130 to 140mg/dl. The customer reported symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 333 and 357mg/dl. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer takes the blood glucose test fasting in the mornings and in the afternoon. The customer has not had any changes in the diet or exercise.